Event description:
It was reported that the right ventricular (rv) lead exhibited fracture like qualities. It was also noted that during the explant procedure, the physician was unable to get locking stylet to tip of lead. Partial lead explant with tip left in place. A new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 1860 competitor implantable cardioverter defibrillator (B)(6) 2003. (B)(4).